Manufacturer narrative:
Complaint conclusion: as reported, a 29 x 80 long palmaz genesis (pg) on opta pro balloon-expandable stent was selected. After removing the device from the tray, the balloon expansion catheter was found to have already been deployed and showed surface indentations. A new pg stent was then used to successfully complete the procedure. There was no reported injury to the patient. This occurred during a subclavian stent implantation procedure for severe left subclavian artery stenosis. The device was stored according to the instructions for use (IFU). No damage to the packaging was noted. The sds was prepared per the IFU guidelines without any observed difficulty. The stent was not manipulated during preparation. The device was returned for evaluation. A non-sterile unit of ¿long gen / pro 29 x 80 per 135,¿ along with the stent, was received coiled inside a clear plastic bag. The device was removed from its packaging for evaluation. Upon inspection, the following conditions were observed: the balloon was not inflated and displayed strut marks, while the stent was fully deployed, expanded, and crushed. No other notable abnormalities were identified. The balloon area and stent were further examined using a vision system to obtain magnified images. Strut impressions were visible on the balloon surface, indicating proper completion of the stent crimping process. The stent struts showed no evidence of damage; however, the stent remained in an expanded and crushed condition. A product history record (phr) review of lot 82322552 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information provided and the product evaluation, the reported ¿stent premature deployment¿ was observed, as the stent was received in a fully expanded and crushed condition. However, the exact mechanism leading to premature deployment could not be determined. Visual inspection revealed no evidence of damage to the balloon or stent struts beyond the deformation seen on the expanded stent. The balloon was deflated, and stent strut impressions were observed on its surface, verifying that the stent underwent a proper crimping process during manufacture. Potential contributing factors may include inadvertent mechanical force or internal pressure applied to the stent during preparation or removal from the tray. According to the instructions for use which are not intended to mitigate risk, ¿preparation of stent delivery system: a. Open the outer box and reveal the inner package containing the tray with the stent and delivery system and introducer tube. B. Open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. C. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. D. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. E. Attach a stopcock to the catheter¿s inflation port. F. Attach a syringe, open the stopcock and induce negative pressure. G. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. H. Close the stopcock to the inflation port. Remove the syringe. I. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed in steps f-h. J. Connect an angioplasty inflation system. Open the stopcock and slowly fill the inflation lumen and the balloon with diluted contrast medium.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 29 x 80 long palmaz genesis (pg) balloon-expandable stent was selected. After removing the device from the tray, the balloon expansion catheter was found to have already been deployed and showed surface indentations. A new pg stent was then used to successfully complete the procedure. There was no reported injury to the patient. This occurred during a subclavian stent implantation procedure for severe left subclavian artery stenosis. The device was stored according to the instructions for use (IFU). No damage to the packaging was noted. The sds was prepared per the IFU guidelines without any observed difficulty. The stent was not manipulated during preparation. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 29 x 80 long palmaz genesis (pg) balloon-expandable stent was selected. After removing the device from the tray, the balloon expansion catheter was found to have already been deployed and showed surface indentations. A new pg stent was then used to successfully complete the procedure. There was no reported injury to the patient. This occurred during a subclavian stent implantation procedure for severe left subclavian artery stenosis. The device was stored according to the instructions for use (IFU). No damage to the packaging was noted. The sds was prepared per the IFU guidelines without any observed difficulty. The stent was not manipulated during preparation. The device will not be returned for evaluation.